Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, patient discomfort and pain were noted near the location of the device. A pocket revision was successfully performed to alleviate the patient's discomfort. The patient was stable following the procedure with no adverse health consequences.